Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 (patient age, weight, gender and identifier are unknown.) According to the complaint, during the ercp procedure the balloon would not deflate inside the patient. They pulled it through and out of the common bile duct and popped it inside the scope and the entire balloon was removed. The case was completed with another of the same device with no harm to the patient. The patient's condition was described as "good."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 (patient age, weight, gender and identifier are unknown.) According to the complaint, during the ercp procedure the balloon would not deflate inside the patient. They pulled it through and out of the common bile duct and popped it inside the scope and the entire balloon was removed. The case was completed with another of the same device with no harm to the patient. The patient's condition was described as "good."

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was burst. Both proximal and distal balloon bonds were with in specification, however there were kinks discovered on the catheter and there was damage to the catheter near the balloon. The reported defect deflation difficulty could not be confirmed as the balloon was found to be burst so the defect could not be replicated. The reported defect of balloon burst was confirmed. The root cause was determined to be operational context. A review for similar complaints was completed and there was no other complaint reported. The device history record review confirms that this device met all material, assembly and performance specifications.